Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: "the patient was unable to switch between the breathing with the respirator to breathing spontaneously. There was a blockage at the level of the filter, but filter was not occluded. A bronchial fibroscopy performed did not show anything. We tried several filters to find a functional one". Additional information states "immediately after this change, the peak pressures returned to strictly normal". Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. The manufacturing facility reports that in the current manufacturing procedure 100% visual inspection, drop test (by sampling) and 100% leak test inspection after the assembly process is conducted; thus, any defective product would be detected prior to release. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the patient was unable to switch between the breathing with the respirator to breathing spontaneously. There was a blockage at the level of the filter, but filter was not occluded. A bronchial fibroscopy performed did not show anything. We tried several filters to find a functional one". Additional information states "immediately after this change, the peak pressures returned to strictly normal". Patient condition reported as "fine".